Manufacturer narrative:
Batch review performed on 13 october 2022: lot 186081: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-nov-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 2 years after the primary surgery, the surgeon revised the gmk-sphere tibial insert - flex s5r - 12mm with a gmk-sphere tibial insert - flex s5r - 20mm. The surgery was completed successfully.